Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the shaft 53cm and 61cm proximal of the tip, and a kink just distal of the strain relief. Product analysis confirmed the reported event as there were kinks in the shaft.

Event description:
It was reported that device detachment occurred. Two 6f runway guide catheters were unpacked; however, devices were noted to be damaged with breakages. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that device detachment occurred. Two 6f runway guide catheters were unpacked; however, devices were noted to be damaged with breakages. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.

Manufacturer narrative:
E1 - (B)(6). H10 - correction to investigation summary. Device evaluated by manufacturer: returned product consisted of a model-6f runway guide catheter. The device was visually and microscopically examined. Inspection of the hub, strain relief, shaft and tip revealed kinks in the shaft 53cm and 61cm proximal of the tip, and a kink just distal of the strain relief. Inspection of the remainder of the device found no other damage or defect. Product analysis could not confirm the reported event as there were no breaks in the shaft.

Event description:
It was reported that device detachment occurred. Two 6f runway guide catheters were unpacked; however, devices were noted to be damaged with breakages. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.